Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged the generation of 6 discrepant sars-cov-2 results for patient samples when using the cobas liat sars-cov-2 and influenza a/b test compared to the retest results. The alleged samples generated a sars-cov-2 positive, flu a and flu b negative result in the initial test on the cobas liat system. As the sars-cov-2 positive results did not correspond to the patients¿ clinical pictures, a new sample was taken from each of the 6 patients and analyzed on another instrument. The retest of the newly collected samples generated negative results. The initial positive results were released to the physician and a retest on a newly collected sample were ordered for the patients. No harm was alleged. Investigation is ongoing. Six (6) MDR will be filed.

Manufacturer narrative:
Investigation is ongoing. A supplemental report will be filed upon completion of the investigation. (B)(4)

Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. (B)(4).